Manufacturer narrative:
Batch review could not be performed as the lot number of the device involved in the event is unknown. Clinical evaluation performed by medical affairs department. During a shoulder prosthesis surgery, the drill bit of the polyaxial screws broke while drilling in the glenoid. A small fragment of the instrument fractured remained inside the patient. The material of the instruments is surgical grade stainless steel, however not approved for long term implantation. Occasionally, fragments of broken instruments may be left in the body and the insurgence of adverse reactions is extremely rare. However, the possibility of fragment migration may exist and therefore, the surgeon must make the best judgement in the interest of the patient's health. Root cause: based on the information available no definitive root cause can be established, although it is likely that excessive force applied during its use contributed to the event.

Event description:
During the shoulder prosthesis surgery, the drill bit for polyaxial screws broke while drilling in the glenoid. A broken piece remained inside the patient. Drill guide used. Surgery completed with about 10/15 min delay, tot time surgery about 2.5 hours.